Event description:
Reportedly, the pt performed well and made progress with her device. However, the results of integrity tests completed in 2006 and 2007 were consistent with normal receiver/stimulator function with multiple electrode faults. Reportedly, the center and the pt's family decided to explant the device and have a new device reimplanted. Explant/reimplant surgery was done on eight days later.

Manufacturer narrative:
This type of event is addressed in the device labeling.